Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that the active electrode of the electrode has detached during operation. The metal plate has fallen off in the hip joint. However, it could be removed with the grasping forceps. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs with scuff marks on the spacer. The detached screen has been returned with the device. There are scratch marks present on the exposed shaft and the black shrink tube near the tip of the device. There are no manufacturing abnormalities visually observed with the returned wand. Due to the complete detachment of the electrodes, a functional evaluation is not deemed necessary. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. Outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the active electrode of the electrode has detached during a hip arthroscopy. The metal plate has fallen off in the hip joint. However, it could be removed with the grasping forceps. A backup device was available to complete the procedure with no significant delay or patient injuries.